Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had raw skin under her breast. The patient's nurse placed gauze on top of the irritation. Follow-up attempts were unsuccessful. The medical outcome of the irritation is unknown.